Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the additional information, there is no change in the reportability decision: the stapler instrument was found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigation confirmed the reported complaint. The instrument had a stuck reload. The stapler release kit (srk) was used to remove the reload from the instrument. Based on testing, the instrument was found to have an unclamp failure. The instrument was found to have loose staples lodged in the jaws at the dlu pins. System log investigation: a review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The stapler instrument had 20 fires remaining. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. This complaint will be reported due to the following conclusion: the stapler instrument was found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 50 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 30th use of the instrument. Thus, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the reload could no longer be removed from the stapler 45 instrument. The procedure was converted to open surgery due to patient anatomy with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer confirmed that the procedure was converted due to patient's anatomy, not because of the da vinci system. The reload was not stuck on patient tissue. The surgery was completed with no adverse effect or injury to the patient and the patient status was fine.